Event description:
It was reported that the power module's 12 volt battery connector was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a broken power module 12 volt battery connector was unable to be confirmed. The heartmate power module (s/n: (B)(4).) Was not returned for analysis. No photos or additional documents were submitted. There was no alarm associated with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use, rev. C, section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.